Event description:
It was reported that after the cardiac resynchronization therapy defibrillator (crt-d) was implanted, patient stated that the device was swollen and blood. Patient was hold and had "push blood back through". Patient was in medication to prevent infection. This device remains in service. No additional adverse patient effects were reported.